Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported to physio-control that during a patient event, their device would power on however, the buttons on the keypad would not function. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.